Manufacturer narrative:
Details of complaint: the biomedical engineer reported that there was no audible spo2 alarm on the bedside monitor (bsm). During troubleshooting, it was discovered that the "suspend monitoring" button was initiated. This issue was caused by a lack of education on the functionality of the device, and they were advised of the proper settings for the parameters they use. No patient harm was reported. Service requested / performed: troubleshooting: nihon kohden technical services (nk ts) discovered that the "suspend monitoring" button was initiated. Customer was informed that this would not allow the monitor to alarm for any event, showing a suspend monitoring/alarm flag on the bsm. Investigation summary: the root cause of the issue was determined to be a lack of education on the functionality of the device. The reported issue does not require further investigation through CAPA process since the reported issue was user triggered, and not nk device malfunction.

Event description:
The biomedical engineer reported that there was no audible spo2 alarm on the bedside monitor (bsm). No patient harm was reported.

Manufacturer narrative:
The biomedical engineer reported that there was no audible spo2 alarm on the bedside monitor (bsm). During troubleshooting, it was discovered that the "suspend monitoring" button was initiated. This issue was caused by a lack of education on the functionality of the device and they were advised of the proper settings for the parameters they use. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The biomedical engineer reported that there was no audible spo2 alarm on the bedside monitor (bsm). No patient harm was reported.